Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump black box showed no evidence of a power loss between (B)(6) 2011 and the end of pump use on (B)(6) 2011. No damage was observed to the battery compartment or cap. The pump booted to the "verify" screen with functional alarms. The pump was exercised for 24 hours without and power events. Unrelated to the complaint, the bolus button was found to be detached from the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her daughter (the patient) alleging that the pump would not power on. The reporter claimed that the patient's blood glucose (bg) level reached "400 mg/dl" without any symptoms. The reporter treated the patient with insulin. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump would not power on. There is no evidence, however, that the device contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, or treatment that meet animas' criteria for a serious injury.